Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a piece of haptic missing. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, tore during loading. There was no patient contact and the backup lens was used with no issues. The reporter stated that the cause of the event was unknown.